Event description:
It was reported that the patient presented during an implant procedure. The atrial lead exhibited failure to sense and high capture threshold. The lead was replaced during the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high capture threshold and failure to sense on the atrial lead were not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found.